Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.085" x 0.429" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the jaw of the harmonic ace instrument broke off while inside of the patient. A fragment fell into the patient and was retrieved during the same surgical procedure. The user completed the procedure, and no known impact or patient consequence was reported.